Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. No impact to the customer¿s blood glucose. Additionally, the insulin gauge was inaccurate. Multiple attempts were made by tandem to troubleshoot with the customer regarding inaccurate fill estimate, however, all were unsuccessful.